Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent revision surgery and partial removal surgery on (B)(6) 2020 during which the surgeon noted a loop of small bowel adhesed to a previously placed abdominal mesh. A portion of the mesh was excised in order to safely free the abdominal wall from the abdominal cavity. It was reported that the patient experienced severe pain, adhesions, inflammation, scarring, bulging, loss of appetite and stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/27/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.